Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. After the first transseptal puncture (tsp) they couldn't visualize where the needle was in the left atrium. They withdrew from the left atrium and did a second tsp successfully. The watchman® access system (was) was then advanced and positioned. While preparing to insert the 33 mm watchman ® laa closure device and delivery system (wds), a blood pressure change was observed as well as a new pericardial effusion. They opted to continue with the 33 mm wds; it was deployed and released successfully. Pericardiocentesis was then immediately performed and the patient became stable. The patient remained in the hospital for observation and has since been discharged home.